Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Brand name: unknown/not provided. Model: unknown as serial number was not provided. Catalog #: catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown as serial number was not provided. (B)(4). Product evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record cannot be reviewed since the serial number is unknown. Complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a quality product deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that surgeon implanted a toric intraocular lens (iol) in patient¿s operative eye, and ended up with 20/100 vision. Reportedly post-op refraction was 0.50=_4.00x90. Intraocular lens axis was at 85 or so and the patient evidently either has a pterygium or had a pterygium previously removed. Post-op biometry and topography maps are expected to be completely different status post pterygium excision therefore, the recommendation was to repeat biometry in pseudophakic mode and topography/tomography followed by iol exchange. Additional information was received from the surgeon. It was clarified that this patient had underwent cataract surgery with the toric iol for irregular astigmatism and underwent pterygium excision at the same time to save the patient from having two separate surgeries. However, in doing so the patient's astigmatism changed, and this created a misfit with the toric lens. Iol calculation was therefore performed prior to pterygium excision. The patient will need an explant. No further information provided.